Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 125 ohms. The crt-d was reprogrammed to a mode excluding the proximal coil and the impedances returned to normal after reprogramming. Additional information from the field indicated that the cause of the impedance issue remains unknown and the patient will continue to be monitored. The rv lead and crt-d continue to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.